Manufacturer narrative:
A manufacture representative went to the site to test the navigation system. The pcoip was replaced. The system then performed as intended. The pcoip was returned to the manufacturer for analysis. Through visual and functional examination it was found that the pcoip had a confirmed electrical failure. This hardware issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the camera cart lost connection in the middle of a procedure and showed a pcoip error. They rebooted and the issue was resolved. There was no patient impact reported and a less than one hour delay to surgery. A medtronic representative later replaced the pcoip client and when they powered on the system showed "connecting to ip" and "unable to connect to ip" when the system was booting. Later the camera cart successfully connected. Technical services (ts) advised the site to leave the system on to see if the cart disconnects again and explained that the connecting to ip is part of the boot sequence.